Manufacturer narrative:
The investigation included a review of the patient's medical history, concomitant medications, and sequence of events associated with the seizure. Movement was exhibited in patient's right hand prior to seizure onset. The treater moved the coil forward until hand movement ceased, however, due to patient discomfort at the new site, coil was returned to its original position. The patient's hand continued to exhibit movement the day of the seizure. Subsequent neurological workup, including CT scan findings, were normal. Lab workup found the patient was dehydrated; IV fluids were administered. Dehydration carries a known seizure risk. Other predisposing factors include prescribed medications which have a seizure risk. Patient is currently doing well with no lasting sequelae but has stopped tms. Patient continues to be seen by a neurologist for assessment.

Event description:
A practice contacted neuronetics to report a patient had a seizure during her 4th tms treatment.